Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of the incident was 475 mg/dl and ketones were 3 mmol/l. Customer stated that their infusion set was kinked and they received insulin flow blocked alarm. Customer stated that they changed infusion set and corrected bolus , after 1 hour of bolus blood glucose 340 mg/dl. It was unknown that customer was using insulin pump or not at the time of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.